Event description:
It was reported to philips that the system was shutting down. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that machine getting off while using. Upon troubleshooting, the philips field service engineer (fse) found that the mpd controller board was defective. To resolve the issue, fse replaced pdu controller board. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.